Manufacturer narrative:
Analysis of device history records: copan checked the internal records related to the manufacturing and controls before the release on the market of the reported product 305c, lot number 10a766 ((B)(6) pieces). No anomalies have been found. This is the second event of swab breakage reported by the user on the same lot. The first one has been notified by copan to FDA with MDR # 3002444944-2016-00001. The involved device was not available to be returned to copan for evaluation. Mechanical swab shaft bending tests (according to release sop) have been performed on the retained samples of the reported lot on the point where the breakage occured, in order to test shaft resistance to breakage. All the swabs subjected to the bending tests gave conforming results. An analysis of the incidence of the problem has been performed: copan received (B)(4) worldwide complaints from 2011 up to date related to breakage of swab during sampling collection procedure for product containing the same swab included into the 305c. (B)(4). Considering that the internal investigation could not confirm any malfunctions/defects in the device lot associated with this incident, that to our knowledge no event has led to serious medical consequences so far in similar circumstances (breakage of the swab during collection) and that the incidence rate is very rare, no corrective actions is planned at this time. An ongoing improvement on the product in order to reduce the already very low incidence rate of swab breakage is opened. Copan will continue to monitor products for similar events.

Event description:
The event occurred in (B)(6). On 2016/04/01 copan received a questionnaire completed by an hospital that reported the case of a swab of utm kit broke into the nose of a (B)(6) year-old female patient. The swab broke at the tip (tip loss) during a sample collection for influenza. The patient behavior during sampling was collaborative. The sampling procedure applied during the event was the nursing procedure provided by the hospital. The actions took as a consequences of the event (swab breakage) were the verification of the airways by a nurse, thereafter, the consultation with the orl to remove the missing piece. On 2016/04/08 the following additional information was received: the physician took the instruments (pliers) to remove flock. The missing piece was found. On 04/13/2016, it has been confirmed that the symptoms " dyspnea, malaise and fatigue "deg", fever. Condition: upper respiratory infection", listed by the hospital into the form returned to copan, were not a consequence of the swab breakage.